Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot#: unknown. (B)(6). Device manufacture date: unknown. (B)(4).

Event description:
A phlebotomist reported that while removing a 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter from a patient¿s arm, the patient moved prior to activating the safety device resulting in a contaminated needle stick. The phlebotomist was drawn for baseline lab work and scheduled for follow-up testing.

Manufacturer narrative:
Results: contents of complaint. Needle stick, phlebotomist removed the needle from the patient¿s arm and the patient moved prior to being able to activate the safety device. (B)(4). Investigation: since the actual sample was not returned and the lot number involved was unknown, the manufacturing records and process inspection records of 313 lots manufactured under the item no. 367281 from jan. To dec. 2016 were reviewed and no abnormality which could be related to any malfunctions of safety shields was found. Also, the release inspection records of the above 313 lots were reviewed and no abnormality was found on the breakaway force, sustaining force or security force. The reported event was not confirmed at our plant. Bd thoughts: from the event description, it was considered that the needle stick occurred because the patient moved before the phlebotomist activated the safety shield and it was considered our product did not have any abnormality. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.